Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The customer's blood glucose level was unknown. The customer reported that the insulin pump had to do prime and rewind more than once. The customer also reported that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed rewind test, self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Device rewind properly. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm, prime/fill anomaly due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. (B)(4).